Event description:
Approx. 30 cc had been delivered. The pt was no ECMO and experienced a decrease in heart rate and an increase in blood pressure. The pt was stabilized. The reporter indicated that broken retainers had occurred 3 to 4 other times with other pts. None of which resulted in pt injury but did not provide specific details.